Manufacturer narrative:
Initial event information was received by united therapeutics drug safety on 03-nov-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 08-nov-2025. Based on the information available at that time, the event was initially assessed as non-reportable. Product was later returned to millyard advanced medical products, llc, for investigation on 26-nov-2025 and reportable information was discovered by way of a technical investigation completed on 16-feb-2026. Therefore, for MDR purposes, the date received by the manufacturer (g3) is 16-feb-2026, and the report source (g2) is listed as company representative. Investigation performed by millyard advanced medical products, llc. Remunity pumps (B)(6) were returned for evaluation. Upon initial inspection, the cassette returned attached to (B)(6) could not be removed by hand and required the use of a tool. No cassettes were returned with (B)(6). During investigation, evidence of fluid residue was observed on both pumps, which likely contributed to the difficulty experienced by the patient. Furthermore, due to the difficult rotation, cassettes could not be fully attached to either pump and test deliveries were unable to be performed. A specific cause for the fluid residue could not be conclusively determined. Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At the time of this report, no further information has been made available to millyard advanced medical products, llc for additional investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 03-nov-2025 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 08-nov-2025. It was reported that the patient's remunity pumps (B)(6) were sticky and they experienced difficulty removing the cassettes. Replacement pumps were issued to the patient by the specialty pharmacy.